Event description:
It was reported that the patient¿s blood glucose reached 490 mg/dl while wearing the pod between 36 and 48 hours on (B)(6) 2026. The patient experienced hyperglycemia along with vomiting, dizziness, abdominal pain, confusion/disorientation, balance issues, and diarrhea. Leading up to the incident, the pod had been in ¿automated delivery restriction¿. The patient self-treated with an insulin pen upon her healthcare provider¿s instruction, however elevated blood glucose levels persisted. The patient then went to the emergency room at 8:30 am for treatment with insulin and intravenous fluids. The patient was discharged at 1 pm the same day. The patient was unable to confirm whether the cannula had been inserted or not.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: g6. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.